Manufacturer narrative:
The leak originated from tubing that popped-off at pinch valve (vl61) at the back of the instrument, and the customer repaired the leak. Beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the instrument and observed defective diluter adapter board and cables. The adapter and the cable got defective because the leak splashed on these electrical components. The fse replaced the board and cables. Failure mode was attributed to tubing being disconnected at vl61 and leak damaged diluter adapter board and cables. (B)(4).

Event description:
The customer contacted beckman coulter (bec) to report that the coulter lh 780 hematology analyzer was leaking diluent/clear liquid in the back. The customer was not sure where the leak was coming from and was unable to determine quantity of the leak. The leak was not contained within the instrument. The customer was wearing gloves and a laboratory coat. There was no biohazard exposure to open wounds or mucous membranes. No patient results were affected as a result of this incident. There was no change to patient treatment associated with this event.